Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi (bvvi) mode inappropriately. The cause of the bvvi is not known. Corrective reprogramming was performed and the ICD was successfully restored to normal function. The patient was stable throughout and no symptoms were reported.